Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited loss of capture, undersensing during atrial tachycardia/atrial fibrillation (af) stored episodes resulting in termination of at/af detected event(s) in progress and causing unnecessary atrial pacing at times. The ra lead also triggered a warning for low pacing impedance. The right ventricular (rv) lead exhibited high/undefined bipolar impedance for which a warning triggered, and a nurse indicated could be potentially procedure rel ated. The left ventricular (lv) lead was noted with possible failure to capture and possible high thresholds.